Manufacturer narrative:
Concomitant products: sigphandle - sig power sigphandle handle, serial# (B)(6) sigadaptstnd - sig power sigadaptstnd linear adapter, serial# (B)(6) sigpshell - sig power sigpshell control shell, lot# n3l2117y. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic distal pancreatic resection, at the time pancreas resection, the firing stopped halfway and a handle with a red circle, a slash, and an exclamation mark was displayed. The green button was reset for 10 seconds and released from the pancreas. The surgeon resected the pancreas again in another location (head side) using set of handle, adapter, shell, and reload. This led to 30 minutes or more extended surgical time.